Event description:
It was reported that the patient developed a skin infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. The patient presented to the urgent care at the murrumba downs medicare clinic on 10-apr-2026. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient subsequently noted skin irritation, redness, and infection at the site. Reported symptoms included the presence of a lump at the infusion site, accompanied by purulent drainage and pain. The patient was prescribed cefalexin 500 mg capsule, to be taken three times daily. The patient was discharged the same day, after 1 hour. No impact on the patient¿s glucose levels was reported. A new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.